Manufacturer narrative:
Concomitant product(s) model: mn20550-50; drg extension. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient experienced discomfort at the ipg site which was attributed to scar tissue and superficial inflammation. As such, surgical intervention was undertaken on (B)(6) 2018 to reposition the ipg. The issue was resolved following the procedure.